Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient developed a hematoma shortly after the implant procedure. The device was removed and the patient recovered without sequelae. The patient has been re-implanted with no reports of any incidents.